Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that product package integrity was in question. Sterile package was damaged. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified damage to the sterile packaging (outer blister and inner blister). Sterility has not been compromised. Visual evaluation of the returned product identified damage to the outer packaging (carton). Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. Upon further investigation, it has been determined that the packaging meets the acceptable criteria specifications and the sterility has not been breached. This event is no longer considered reportable. Therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.